Manufacturer narrative:
(B)(4). Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 4 weeks after a mastopexy procedure an allergic reaction appeared, many holes around the suture. The patient appeared in clinic 5 weeks after surgery, the sutures protruding from both breasts were removed, bandages was applied, she got the instructions - how to change bandages everyday. One week later, she sent another photos - another wounds were open and another sutures were protruding. Wound culture was made - a negative result. It was decided to perform skin grafts on both breasts and procedure was performed, skin graft on the right breast was adopted, whereas on the left breast is not. Left breast is still not healed, right breast with numerous disfiguring scars. The patient is in a bad mental condition, the patient complained on having depression because of the patient's health condition. Healing process still in progress.

Manufacturer narrative:
This report 1219930-2018-03996 was sent in error as a duplicate for MFR report number: 1219930-2018-03399, any additional information received in the future will be captured and submitted under the report number 1219930-2018-03399. If information is provided in the future, a supplemental report will be issued.

Event description:
Duplicate of pe: (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.